Event description:
During an attempt to advance an endovascular stent with delivery system to the target lesion site in the pt's iliac artery, the delivery system snagged on plaque. The delivery system was retracted and guidewire position was lost. As the delivery system was withdrawn from the pt, the stent dislodged from the balloon catheter. The physician was unable to regain guidewire support and the decision was made to send the pt for femoral-femoral bypass surgery. Surgery was successful and there were no add'l cinical sequelae reported relative to the event.